Event description:
Impedances on all or some of the bipolar pairs were greater than 4000 ohms. All other impedances were 932. The pt had relief from therapy. The device amplitude had been set at 10.5 volts at times. The battery measured 2.56 volts. Device longevity was estimated at 34 months based on therapy measurement of 1000 ohms. The device had been implanted for 36 months". Additional info has been requested. A follow-up report will be submitted if additional info becomes available.